Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that several mentor gel breast implants were inspected preoperatively and found to have unexpected irregularities on their shells. In addition, the reporter alleges that the devices appear to be covered in a greasy-feeling film. These devices were not used, and no patient consequences were reported. This report is for the gel device with catalog number shpx465; serial number (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. During visual inspection of the device, the surface on the shell was smooth, no orange peel or texture was identified. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the gel device with catalog number shpx465; serial number (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 11, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the gel device with catalog number shpx465; serial number (B)(6). Manufacturer¿s reference number: (B)(4).